Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report problems with the infusion sets. The customer stated that she went through 4 infusion sets and 1 of them had a bent cannula after removal. The customer's blood glucose reading was 340 mg/dl the morning of the call, but had been in the 500 mg/dl range the weekend before. Customer stated that inserting the infusion sets is painful. The customer declined to troubleshoot for the blood glucose levels. Nothing was replaced or returned.